Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch ping meter was giving inaccurately erratic readings. The patient reportedly obtained the blood glucose readings of 5.6 mmol/l and 17.2 mmol/l on the reported meter within 20 minutes of each other. There was no patient injury associated with this issue. As the issue was not resolved and the test results fell outside expected values for precision testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.